Manufacturer narrative:
The customer¿s report of the tubing separated was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed the set¿s tubing was separated from the location where it connects to the inlet of the set¿s distal smartsite. Clear liquid was observed in the set¿s drip chamber and entire length of tubing. No other abnormalities were observed on the set during visual inspection. Functional testing was not performed on the set due to the separated tubing and the obvious leak that would occur. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing to the distal smartsite inlet due to equipment and/or operator error. Due to the separation, a leak would have occurred at this location.

Event description:
It was reported that there was tubing that separated and leaked. The separation occurred at the most distal y-site port of the tubing. It was observed by the patient to be "something wet near their arm," during an infusion of normal saline via PICC line. There was no patient or clinician harm. Although requested, no patient details provided.

Manufacturer narrative:
Concomitant medical products: unspecified PICC line tubing; td 01/22/2020 the devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, no patient demographics provided.

Event description:
It was reported that there was tubing that separated and leaked. The separation occurred at the most distal y-site port of the tubing. It was observed by the patient to be "something wet near their arm," during an infusion of normal saline via PICC line. There was no patient or clinician harm. Although requested, no patient details provided.